Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. This is one other complaint reported in the lot number. Add'l info was requested and received on (B)(6) 2013.(B)(4).

Event description:
A consumer reported an intraocular (iol) lens would not open and attach during his initial implant surgery, a backup lens was implanted instead, during the same procedure. The consumer reported he has had subsequent issues related to the "failed implant" and "failed operation". The consumer reported he was blind after the initial procedure and that his vision has restored; but he still has blurry vision. The consumer reported experiencing a "huge debris field" that looks like a "1,000 black clots and two purple circles" and floaters that looked like "large globs." The consumer reported he also experienced flashing lights. Add'l info was received from the consumer who reported his vision has slowly returned and improved from total blindness, but he sees through a "thin film of a milky substance." The consumer reported the "dots and specs" he was experiencing in the "debris field" have decreased down to about a dozen. In addition, the consumer reported that there are huge floaters that dart back and forth that make "driving dangerous" and "work almost impossible". The consumer reported he must close his left eye to see clearly and that it is difficult to do because the eye is still sore. The consumer reported that he has had to have an add'l surgery to remove a "left over eye tag" and an add'l procedure to "stitch up the eye." Add'l info was also received from the surgeon who reports that the pt's vision is now 20/20.